Event description:
The patients' left knee was revised due to pain. The surgeon removed all triathlon components and replaced with competitor product due to suspicion of cocr sensitivity. There was evidence of reactive tissue. The patella remained implanted. The previous revision was of a competitor primary surgery.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown femoral component. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a possible metal sensitivity to a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: not performed as no patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patients' left knee was revised due to pain. The surgeon removed all triathlon components and replaced with competitor product due to suspicion of cocr sensitivity. There was evidence of reactive tissue. The patella remained implanted. The previous revision was of a competitor primary surgery.